Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar rmt thermocool and a noise issue occurred. At the beginning of the procedure, a non MDR reportable magnetic sensor error appeared on the carto 3 system and the electrocardiogram (ECG) did not work properly anymore. The ECG showed a tachycardia, however the patient was in sinus rhythm. The ECG noise was displayed all ECG channels of the intracardiac and body surface. There was no ECG signal available for the physician to monitor the patient's heart rhythm; the physician took patient's pulse. The problem was solved by replacing the catheter. The procedure was completed with no patient consequence. This event is MDR reportable because the patient's ECG rhythm required the physician to feel the patient's pulse during the noise issue. This action cannot determine the patient's exact ECG rhythm, but rather can only determine if the patient's heart rate is normal. The inability to monitor the patient's ECG rhythm while devices are intra cardiac might lead to undetected cardiac rhythm that could be life threatening.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/26/2016. (B)(4). It was reported that a patient underwent a procedure with a navistar rmt thermocool and a noise issue occurred. At the beginning of the procedure, a non MDR reportable magnetic sensor error appeared on the carto 3 system and the electrocardiogram (ECG) did not work properly anymore. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Then the eeprom was intended to be read, however eeprom data was not displayed, it can be determined that the eeprom was corrupted. Per this failure a carto test was unable to be performed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified since the error reported might be related to an eeprom error. However, the root cause of the corrupted eeprom remains unknown.